Event description:
It was reported that there was a water intrusion causing a pump malfunction, disrupting therapy. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.